Event description:
It was reported by the rep that the device was used during a laparoscopic abdominoperineal resection. It was reported the surgeon stated that she had placed the device low in the pelvis of the pt. She asked her assistant to move the device a little lower and he complied. Before firing the device, the surgeon said that they checked to make sure the pin was placed properly. Then, they fired the device. Everything appeared normal, with a little oozing of blood. They packed the staple lined with laps and held pressure until the specimen could be analyzed. After fifteen mins, profuse bleeding occurred, necessitating over sewing the staple line with suture. The surgeon said she noticed the unformed staples along the staple line as she over sewed the staple line. The case was then completed without further incident. There was no consequence to the pt.